Event description:
Stent kinked during the procedure. As reported by our affiliate, during an iliac stenting procedure with the right femoral artery access site, the physician was going around a corner and the stent kinked. They could not implant it. Another prod (unk) was used to complete the procedure. The prod was used in the pt and will be returned. There was no pt injury.

Manufacturer narrative:
This prod is available for testing and eval, but has not been rec'd as of this date. Add'l info has been requested and will be submitted within 30 days upon receipt.